Event description:
It was reported that the circuit outlet was broken off.

Manufacturer narrative:
Other text: one unit was returned for investigation. Upon visual inspection, it was seen that the patient outlet fitting is not seated into the threads of the block all the way. Once the patient outlet fitting was re-seated into the threads properly it passed functional tests.